Event description:
It was reported that the red plunger from the cartridge became stuck inside the ilet pump reservoir, and the user was initially unable to remove it; after unsuccessful attempts using tubing fill and pliers, the user used a hat pin to extract the plunger and then completed the supply change, and the user also received education to remove the old cartridge only after the pump rewind process has finished. Customer care provided support that included guided remote troubleshooting with the user. Investigation of this case revealed a mechanical problem associated with the reservoir component, consistent with a failure to disconnect. No clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.